Event description:
It was reported that during routine follow-up, the pulse generator was found in backup vvi mode. The device could not be restored due to a low battery. The device was explanted and replaced on (B)(6) 2014 due to a normal elective replacement indicator.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.